Event description:
Hole in tubing pumping segment, just above blue clamp, found upon priming when nurse was spiking fluids; nurse saw fluid on floor, noticed there was a hole in tubing. Set was never put into pump or used on a patient.

Manufacturer narrative:
Set has been received, investigation is not complete. A follow-up report will be submitted when the investigation is complete.